Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent abdominal closure on (B)(6) 2017 and barbed suture was used. The needle pulled off from the suture when the doctor made the first incision. There were no adverse patient consequences reported.